Event description:
(B)(4). Initial information reported by a physician (B)(6) 2009: the physician reported that a currently (B)(6) female patient received injectable poly-l-lactic acid (pla) (sculptra) [lot # and expiration date unknown] from another physician. She received two treatments in 2007 and two treatments in 2008 with the last treatment provided in (B)(6) 2008. He reported she has developed hard subcutaneous nodule over her right cheek and the corners of her mouth. On (B)(6) 2009, the physician returned a follow-up call but provided no additional medical information. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable.